Event description:
Patient had implant of ancure graft in 2002. The patient had developed a large cia aneurysm and type I endoleak. An endologix 16-16-88l limb extension and coil embolization successfully treated the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Device is manufactured by competitor.